Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming fluidics module was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The fluidic module was received for evaluation. A visual assessment of the returned sample found a damaged fluidics bezel, vent valve, and wires. In addition, a fixation screw was missing. The fluidics module was tested on a calibrated system, where system message (sm) 110 [vent speed failure] displayed at start-up due to the broken vent valve. No further testing could be performed, so the reported event of no phaco emulsification was not able to be confirmed or replicated. The root cause of the reported event can be attributed to the nonconforming fluidics module. However, component-level root cause could not be determined when the sample was returned to due to the broken vent valve. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that no phacoemulsification power was experienced. Procedure details were unknown. There was no harm to the patient. Additional information has been requested.